Event description:
Clinical trial-during a coronary drug eluting stenting treatment procedure, stent damage occurred. Per the physician, the target lesion was intended to be the discrete proximal rca stenosis. Although there was some calcification noted, it was thought that this could be easily overcome with conventional balloon predilation. However despite doing so with 2.5 an 3.0 diameter balloon catheters, there was considerable difficulty encountered in delivering the taxus liberte 3.5x32 mm coronary stent across the lesion. This was despite changing the guiding catheter and employing 'buddy wire' technique. Inspection of the coronary stent after these maneuvers revealed that there was 'flaring' of the stent edge both proximally as well as distally. The stent was then abandoned and changed to a shorter taxus liberte 3.5x24mm coronary stent which successfully went across the stenosis. The number of times attempted with trying to deliver the first stent across must be about 10. The pt did not have any adverse event after the procedure and was discharged 2 days later.